Event description:
As reported, the deployment button of 5f exoseal vascular closure device (vcd) could not be pressed. Manual hemostasis was used. There was no reported patient injury. There were no obvious signs of device or package damage prior to use. The guidewire loop releases normally and the indicator changes color. However, the plug would not press down. The plug did not dislodge from the exoseal vcd device after removal from the patient and exposed the guidewire loop. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the unknown catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. The patient does not have a history of infectious diseases. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the deployment button of 5f exoseal vascular closure device (vcd) could not be pressed. Manual hemostasis was used. There was no reported patient injury. The device was stored and prepared according to the instructions for use. There were no visible signs of device or package damage prior to use. The exoseal vcd and unknown vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. At that time, the indicator window was confirmed to be solid black, and no red color was observed during retraction. The guidewire loop releases normally and the indicator changes color. However, the plug would not press down. The plug did not dislodge from the exoseal vcd device after removal from the patient and exposed the guidewire loop. The device was not attempted to be deployed outside the patient¿s body. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the unknown catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no visible calcium or plaque at the puncture site, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The interventional procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. The patient does not have a history of infectious diseases. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, achieving indicator wire retraction and the expected plug deployment. Additionally, the black/white and red position of the indicator window was also obtained. A high magnification evaluation was executed to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device achieved successful lever depression and full deployment during the functional analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.